Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> second revision of delta extend. This operation was to remove delta xtend glenosphere and base plate and insert a medacta 42mm lateralising glenosphere. This was done with medactta navigation software. Liner on the humeral component was replaced and new delta xtend liner 4. Previous operation [date] loose humeral stem from infection removed and monobloc stem 130708110 (b 5418433), pe cup 130742209 (B)(6) and lat glenophere 130764142 (b(6) inserted. (See photos for [surgeon's] notes). The product was not returned to j&j medtech orthopaedics, however photos were provided fo.r review. See attachment 20250908_055301578_ios.heic, 20250908_055308185_ios.heic, 20250908_055512235_ios.heic, 20250908_055530831_ios.heic, 20250908_055541383_ios.heic, 20250908_055549893_ios.heic, 20250908_055626482_ios.heic, 20250908_055629303_ios.heic, 20250908_055631937_ios.heic, 20250908_055634974_ios.heic, 20250908_055646572_ios.heic, 20250908_055704354_ios.heic, 20250908_055733499_ios.heic, 20250908_055736702_ios.heic, (B)(6) image 1, (B)(6) image 2, (B)(6) image 3 and (B)(6)usage data. The photographs attached were reviewed, however they do not represent the reported unknown shoulder locking screw. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported unknown shoulder locking screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10

Event description:
It was reported on (B)(6) 2025, a second revision of delta extend occurred due to infection and device loosening. This operation was to remove delta xtend glenosphere and base plate and insert a medacta 42 mm lateralising glenosphere. This was done with medactta navigation software. Liner on the humeral component was replaced and new delta xtend liner 4. The stem in this procedure was left insitu and was well fixed. It was noted that the construct is used with other manufacturers implants. This is against IFU or 'off-label' to use different suppliers for components. The surgeon was aware and verbalized to the sales consultant it was 'off label'. But for this patient it was the best course of treatment for his problem." Previous operation on (B)(6) 2024, loose humeral stem from infection removed and monobloc stem, pe cup and lat glenophere inserted. (B)(4) and (B)(4) are related to each other. (B)(4) capture the 1st revision surgery. (B)(4) capture the 2nd revision surgery.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.